Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a incorrect time. A technical support specialist started the windows time service, changed the startup type from manual to automatic, and corrected the system time using the command shell. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, incorrect time was displaying on pyxis unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.